Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381823 and lot number 4066003. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd insyte autoguard defective catheter breaks. The following information was provided by the initial reporter, translated from spanish to english: description: filter becomes dislodged causing bleeding (blood drip), catheter breaks easily. Damage to surrounding tissues causing pain, bleeding and inflammation classified by the customer as: mild adverse incident batch number: 4066003 catalog number: 381823 dates of knowledge: (B)(6) 2024 date of occurrence: (B)(6) 2024 there is no available sample and/or photographs for evaluation.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.